Event description:
The customer reported that a ventilator has a nav ring display that is flickering. The device was not in use on a patient. No patient or user harm was reported. The remote service engineer (rse) stated the customer could not confirm the reported failure on the phone. The customer said the unit seems to be operating fine. The customer is requesting service. The rse recommended replacing the front bezel. The (rse) created an aa for the long-term planner to escalate this down unit.

Manufacturer narrative:
The issue was resolved by replacing the front bezels with navigation ring. Although the front bezel has not been returned for failure analysis, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Upon further investigation, information was received indicating that the reported issue was found outside of clinical use. There was no patient on the unit. Therefore, this complaint no longer meets reportability requirements.